Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -8.0/3.5/015 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem. Cause of event was unknown.